Manufacturer narrative:
Catheter, serial # unknown. (B)(4).

Event description:
It was reported the patient was having a severe reaction and they needed the medication aspirated from the reservoir immediately. Hcp planned to use a 22 gauge non-coring needle to remove the medication from the pump. The pump was delivering baclofen. Additional information was requested but no further information was available.